Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a previous skin irritation and that the lifevest exacerbated the condition. The patient's physician prescribed triamcinolone for the skin irritation. Patient reports that the cream was previously prescribed. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted in the damaged monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a monitor was damaged. A us distributor contacted zoll to report that a patient had a previous skin irritation and that the lifevest exacerbated the condition. The patient's physician prescribed triamcinolone for the skin irritation. Patient reports that the cream was previously prescribed. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.